Event description:
Additional information provided noted that the high defibrillation impedance issue on the right ventricular (rv) lead persisted. Further information was requested but no pertinent information was provided.

Event description:
Additional information received indicated that no changes were made, and there were no consequences to the patient.

Event description:
It was reported that the patient presented to the emergency department (ed) due to chest pains. It was noted that the right ventricular (rv) lead had high defibrillation impedance. Further information was requested but not received.